Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level were 437 mg/dl and 424 mg/dl. The customer stated that they had already delivered bolus. The customer did not mention any symptom related to high blood glucose level. The customer stated that she was experiencing high blood glucose level since set change. The insulin pump will not be delivered for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.